Event description:
During the procedure, the resident and attending surgeon noted a small spark from the suction bovie tip, and when it was withdrawn from the body cavity, the tip flamed briefly. The resident waved out the flame, but the tip began to smoke, and significant char was present. The charred tip was immediately removed from the field, replaced, and the procedure was restarted. A short time later, the replacement tip also sparked, and smoke was visualized along with minor charring; however, the procedure was able to continue and there were no further issues with the bovie tip/pencil. The resident reported there was significant buildup on the tips and that likely contributed to the smoke, charring, and flame. There was no harm to the patient.